Event description:
Physician was using a facial nerve monitor during a right thyroidectomy surgical procedure. Physician was visualizing a nerve in the surgical site area but nerve monitor was not indicating presence of nerve. Medical device did not function properly. Another surgeon was called into room to consult. The 2nd surgeon confirmed medical device did not function according to MFR's specs. This is the second failure of this MFR's device. Same model but new device since last occurrence.